Event description:
Boston scientific received information that when this programmer was turned on for a software update, smoke came out. This programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This programmer will be returned for analysis. This investigation will be updated should further information be provided or upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt, this programmer was thoroughly tested. During visual inspection, it was noted that a capacitor on the input/output board was blown, which may have caused or contributed to the smoke that was seen in the field. This programmer was repaired.